Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that their handset lagged at 90 percent when attempting to connect to their pump with the ¿myptm¿ application. The agent walked the patient through clearing the data. The patient attempted to connect after clearing the data and "communicator not found" displayed. The patient toggled bluetooth off and back on and was able to successfully connect. The patient mentioned that they have had to call about 9 times within the past 2 months about the lag issue and confirmed that they bolus 5 times per day. The agent reviewed information and sent a request to repair to replace the handset. The patient also repeated information previously related to needing three revision procedures to get the pump to work correctly. It was reported that 90 percent lagging continues to occur more frequently than the patient expect based on number of boluses per day.

Event description:
Additional information was received from the patient reporting that their personal therapy manger (ptm) device lags at 90%. Patient mentioned that they sometimes have trouble connecting. Agent reviewed data and assisted patient in deleting the data. Agent had patient attempt to connect to myptm. Patient saw 'communicator not found' message. Agent had patient press retry and then patient saw a 'not found' message. Eventually, the patient was able to connect to the pump without any lag and then saw the lockout screen. Patient would call back if they need further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing unknown drug for non-malignant pain. It was reported that the reason for the call was patient stated when they try to bolus, it was taking a long time and lags at 90 percent. Agent reviewed information and assisted the patient with clearing data. Patient was able to connect to the pump without issue. Patient will call back if further assistance is needed.

Manufacturer narrative:
Continuation of d10: product ID: a820; lot#serial#: unknown; product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.